Manufacturer narrative:
Valve stenosis is a potential adverse event listed in the product instructions for use (IFU). Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient.  The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that the cause of the reported severe stenosis with moderate ai and thrombus is unknown. Additional information is not available at this time  however, patient factors (diabetes, previous endocarditis) may have contributed to the events. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by a field clinical specialist, approximately 5 years and 4 months post implantation of a 26 sapien valve in the aortic position via transfemoral approach, moderate aortic insufficiency (ai) and severe aortic stenosis (as) was observed on an echo from a recent hospital admission for syncope. Approximately, 4 months after hospital admission, a 4d CT was also performed and the valve was shown to have significant thrombus on the valve limiting leaflet mobility. Patient will be anticoagulated for a couple of weeks and then repeat echo performed to see if there is any improvement. A decision has yet to be made regarding possible valve in valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.